Event description:
It was reported that after the nurse pivoted the warmer head for x-rays and returned the warmer head to normal positioning, the retaining spring that holds the secondary reflector in place became dislodged and the secondary reflector fell on the patient causing two minor burns.

Manufacturer narrative:
After receipt of the report, a telephone conversation was held in 2007 with the biomedical engineer at the hospital, who reported the event. He advised that the retaining spring (item I of the quartz heater assembly removal and replacement instructions) became dislodged and the secondary reflector (item j of the quartz heater assembly removal and replacement instructions) fell on the patient causing two minor burns. The biomed engineer reported the event happened when the nurse moved the warmer head away to take x-rays, and when returning the head to normal position, the part fell out. He indicated that the retaining spring was distorted. He agreed to send the part back for evaluation. The subject device was delivered in 2002. We inquired if the heater element was previously replaced and he replied that element was replaced more than once in the past. It should be noted that they do not have a service contract with draeger medical. A month after the first telephone conversation in 2007, a call was placed to sean to inquire about the return status of the damaged spring. Sean indicated that he would not be returning the retaining spring for evaluation, and that he performed his own repair of the device. As a result, we asked if we could perform a courtesy inspection of the device for which he agreed. The onsite courtesy inspection was conducted and revealed that the heater element and secondary reflector were installed correctly, and a full operational checkout was performed and the unit operated according to specifications. We also asked if we could inspect or photograph the distorted retaining springs. He indicated, the retaining springs were intentionally discarded. The retaining spring is designed to secure the heater element and secondary reflector to heater mounting bracket. This spring design has been in used since the inception of the product in 1994, and we have received no similar reports of distorted retaining springs or secondary reflectors falling to the mattress. Without the subject parts, no further investigation can be performed and no conclusion can be drawn.